Event description:
Related manufacturer reference number: 2017865-2023-22374 / 2017865-2023-22378 / 2017865-2023-22379. It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced acute heart failure. It was unknown if the leads and catheter contributed to the heart failure. The leads were not implanted, and the procedure was aborted. The patient condition was stable.

Manufacturer narrative:
The reported event was ffor ¿acute heart failure during the operation. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing was normal.